Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation abraded at 25 cm from the connector pin. An intermittent short circuit between the lead coils was measured due to damaged distal insulation at the same area. The lead was implanted along with an 1888tc/52 lead. The distance to the abraded areas on the leads makes it likely that they abraded against each other. If the metal in the leads came in contact, it would cause the reported sensing problem.

Event description:
It was reported that the patient experienced asystole. Oversensing and a lead insulation defect were observed. The lead was explanted and replaced.